Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, while transecting fissure, a crack sound was heard on the handle when the surgeon fired the reload. Then handle could not be fired anymore. It was reported that the teeth of the handle broke. Another stapler was used to complete the case.